Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify a21 and a17 alarm due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump kept alarming multiple insulin pump error alarms. The customer's blood glucose level was unknown at the time of the incident. The customer was able to clear the alarm. The customer was able to complete rewound. The insulin pump is returning for analysis.